Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a white particle was found in the bd plastipak¿ luer-lok¿ syringe attached to the stopper. The following information was provided by the initial reporter: "the 20ml syringe contains a white particle". "This particle seems to be firmly attached to the bung so we are assuming that it did not come from the vial, but was in the syringe already. The drug contained in the 20ml syringe is quite an expensive item".

Event description:
It was reported that a white particle was found in the bd plastipak¿ luer-lok¿ syringe attached to the stopper. The following information was provided by the initial reporter: "the 20ml syringe contains a white particle." "This particle seems to be firmly attached to the bung so we are assuming that it did not come from the vial, but was in the syringe already. The drug contained in the 20ml syringe is quite an expensive item."

Manufacturer narrative:
H6: investigation summary: several photo samples were provided to our quality team for investigation. Upon visual inspection, a white particle attached to the stopper was observed inside the syringe. A device history review was performed for the reported lot 2011072, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer and vacuum system to remove any particles inside the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Without the physical sample, we cannot identify the composition of the particle, therefore, a root cannot be identified at this time. H3 other text : see h10.